Event description:
It was reported that on (B)(6) 2026, the patient experienced anaphylactic shock due to the electrode - patch - universal 2 channel. The patient reported that right after placing the patch on (B)(6) 2026 they started experiencing itching, burning and red skin. This led to difficulties breathing and blisters. The patient reported to the emergency room (ER) in the ER the patient was given epinephrine, benadryl, and a steroid for breathing difficulties. The patient was discharged and sent home with a steroid. The patient has a known latex allergy. Flex adapter and new electrodes were ordered. The patient was taking a break in service. No additional information was provided.